Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad issue. The customer's blood glucose level was unknown. The customer reported that they could not use the buttons due to all the buttons were too hard to press and had no response. The customer reported that the time on the insulin pump worked. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing.